Event description:
The patient was undergoing a right thoracoscopic blebectomy. When the trocar was removed from the patient, it was noted that a piece at end of the trocar had broken off. The surgeon reinserted the scope and just inferior to the incision, found the retained piece of trocar (approximately 1/2 inch by 1/4 inch) and removed it. The removed piece exactly matched the defect in the removed trocar.